Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a tibia nail, an end cap, and four (4) locking screws were removed on (B)(6) 2016; due to a nonunion and possible infection. Previously, the patient underwent an open left tibia fracture repair utilizing a synthes external fixator (exfix) and skin grafting on an unknown date. The patient required a skin flap, which was part of the treatment process. The exfix was utilized for provisional (temporary) fixation only allowing the soft tissue (skin graft) to heal enough to cover the exposed tibia. The surgeon was aware when applying the exfix; it would eventually be removed as part of the treatment process. On (B)(6) 2016, the exfix was removed and the tibial nail, end cap and four (4) locking screws were implanted. The surgeon was concerned with the fracture healing due to a possible infection; therefore, the tibial nail, end cap and four (4) locking screws were removed on (B)(6) 2016 and the patient was revised to an antibiotic tibial nail. The area was reamed using the ria system; the reaming's were collected and submitted to a lab for testing. It was reported that there was no surgical delay and the procedure was completed successfully. Concomitant medical products: external fixator (part # unknown, lot # unknown, quantity 1); antibiotic tibia nail (part # unknown, lot # unknown, quantity 1); ria system (part # unknown, lot # unknown, quantity 1). This report is 3 of 6 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.